Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported that her blood glucose rose to 600 mg/dl, despite a bolus delivery attempt when her blood glucose was 300 mg/dl. The customer stated the reservoir level had not changed. The customer's symptoms were lethargy and vomiting. Troubleshooting was performed. The drive support cap appeared normal. No air bubbles were found. Insulin did exit the tubing during a manual prime and no leaks were found. The time and date were uncorrected and the customer was assisted with correcting these. Other settings were correct. The customer did not have a tubing clamp with which to perform a high pressure test, so troubleshooting would have to be completed at a later time. The patient was advised to change the entire set, reservoir and insulin. The infusion set cannula was not occluded, nor was the insertion site sore or irritated. The customer stated her blood glucose did drop somewhat and she did not receive a no delivery alarm.